Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / the right isthmic segment was perforated by the essure device which protruded approximately 1 cm beyond the tubal wall') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. Concurrent conditions included anemia since (B)(6) 2009, genital hemorrhage, cervical cancer, cervical intraepithelial neoplasia ii and grand multiparity. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2006 and vitamins nos (multivitamin) since (B)(6) 2009. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain / pelvic area pain"), depression ("psychological or psychiatric problems depression"), anxiety ("psychological or psychiatric problems mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure (ess205). On (B)(6) 2011, the patient experienced premature menopause ("hormonal changes describe: early signs of menopause"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain") and back pain ("back pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (surgical removal of essure coils on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, premature menopause, vaginal haemorrhage, depression, anxiety, abdominal pain and back pain outcome was unknown, the menorrhagia had resolved and the migraine, headache, dysmenorrhoea, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, premature menopause, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on right 3 lengths of the coil were noted and on left ostia 3 coils of the stent were seen. The patient also reports undergoing a hysterosalpingogram after her surgery, which apparently shows one tube patent and the other one blocked. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Perforation (uterus). Migration of essure device.; in (B)(6) 2010: total bilateral occlusion. Perforation (uterus). Migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: pfs and mr were received: case become incident. Essure removal date was added. Events: uterine perforation, menopause, abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines, headaches, dysmenorrhea, dyspareunia, fatigue, abdominal pain, back pain were added. Event onset date and outcome were added. Concomitant conditions and drugs were added. Lab data were added. Reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / the right isthmic segment was perforated by the essure device which protruded approximately 1 cm beyond the tubal wall') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. Concurrent conditions included anemia since (B)(6) 2009, genital hemorrhage, cervical cancer, cervical intraepithelial neoplasia ii and grand multiparity. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2006 and vitamins nos (multivitamin) since (B)(6) 2009. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain / pelvic area pain/center cervical area"), depression ("psychological or psychiatric problems depression"), anxiety ("psychological or psychiatric problems mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure (ess205). On (B)(6) 2011, the patient experienced premature menopause ("hormonal changes describe: early signs of menopause"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain"), back pain ("back pain"), abdominal pain lower ("lower right abdomen") and pubic pain ("lower center pubic"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (surgical removal of essure coils on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, premature menopause, vaginal haemorrhage, depression, anxiety, abdominal pain, back pain, abdominal pain lower and pubic pain outcome was unknown, the menorrhagia had resolved and the migraine, headache, dysmenorrhoea, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, premature menopause, pubic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on right 3 lengths of the coil were noted and on left ostia 3 coils of the stent were seen. The patient also reports undergoing a hysterosalpingogram after her surgery, which apparently shows one tube patent and the other one blocked. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Perforation (uterus). Migration of essure device.; in (B)(6) 2010: total bilateral occlusion. Perforation (uterus). Migration of essure device.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received: new events - lower right abdomen pain, lower center pubic area pain were added. Severity of event abdominal pain lower, pubic pain, back pain and pelvic pain were updated as severe. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / the right isthmic segment was perforated by the essure device which protruded approximately 1 cm beyond the tubal wall') and device dislocation ('migration') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. Concurrent conditions included anemia since (B)(6) 2009, genital hemorrhage, cervical cancer, cervical intraepithelial neoplasia ii and grand multiparity. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2006 and vitamins nos (multivitamin) since (B)(6) 2009. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2006, the patient experienced pelvic pain ("physical pain / pelvic area pain/center cervical area"), depression ("psychological or psychiatric problems depression"), anxiety ("psychological or psychiatric problems mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 7 months after insertion of essure (ess205). On (B)(6) 2011, the patient experienced premature menopause ("hormonal changes describe: early signs of menopause"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain"), back pain ("back pain"), abdominal pain lower ("lower right abdomen"), pubic pain ("lower center pubic"), device dislocation (seriousness criterion medically significant), fallopian tube perforation ("fallopian tube perforation") and alopecia ("hair loss"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (surgical removal of essure coils on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, premature menopause, vaginal haemorrhage, depression, anxiety, abdominal pain, back pain, abdominal pain lower and pubic pain outcome was unknown, the menorrhagia, device dislocation, fallopian tube perforation and alopecia had resolved and the migraine, headache, dysmenorrhoea, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, premature menopause, pubic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on right 3 lengths of the coil were noted and on left ostia 3 coils of the stent were seen. The patient also reports undergoing a hysterosalpingogram after her surgery, which apparently shows one tube patent and the other one blocked. Received treatment for migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Perforation (uterus). Migration of essure device.; in (B)(6) 2010: total bilateral occlusion. Perforation (uterus). Migration of essure device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of event pain, bleeding updated to recovered resolved, event migration, fallopian tube perforation, hair loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.